Manufacturer narrative:
Eval summary: no sample was returned. Therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. There have been no other complaints reported in the lot number. Add'l info is not expected. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implantation, the shunt touched the iris. No impact was reported to the pt; the shunt remains implanted. Add'l info is not expected.